Event description:
It was reported that a continu-flo solution set separated during demonstration, prior to use. It was further reported that the separation occurred between the male luer and the tubing. There was no patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the device determined that the tubing separated from the inlet port of the male luer. Further visual examination determined that there was no visible solvent on the plow ridge of the tubing. The remaining solvent bonds were pull tested, finding no additional separations. No other observations were noted on the unit. A batch review was performed and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.